Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-13159 and 1627487-2013-13160. It was reported the patient experienced severe leg pain postoperative. The patient's physician felt the symptoms may have been the result of positionality during the surgery. Follow-up information identified the patient's leg pain had diminished. The patient was programmed and was receiving effective stimulation coverage of pain areas.